Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user, and when attempting to load a new cartridge, the customer experienced difficulty sliding the cartridge onto the pump. Reportedly, the cartridge did not snap into place as easily. The customer was able to load a new cartridge onto the pump. Additionally, it was reported that the customer loaded a new cartridge onto the pump with 160 units and the insulin gauge displayed an accurate fill estimate of over 120 units. Tandem technical support educated the customer on insulin gauge calculations. The customer reported blood glucose level was 270 mg/dl, which was addressed with a correction bolus via the insulin pump.